Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) identified that the station was not booting into the application due to a corrupted windows system, resulting in a blue screen error. The fse reimaged the station, installed eset, and configured the station to managed mode, performed a successful database resynchronization, and the customer was able to log in to the device without issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user was unable to boot up the station. The error code 0xc0000001 appeared, indicating that the pc could not start properly. After multiple attempts, the operating system failed to start and required repair. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.